Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: (B)(4) 2009, exp date: (B)(4) 2014. (B)(4), mfg date: (B)(4) 2008, exp date: (B)(4) 2013. Conclusion (B)(4): representative samples were returned for evaluation. They were visually and functionally examined. The package was in good condition as returned. All seals were full and complete with no channels or spotty seals. There were no tears in the tyvek or the copolymer.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number bce704 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a left extracapsular cataract extraction procedure on (B)(6) 2011 and suture was used. Six knotted stiches were placed. On (B)(6) 2011, the entire sutured area developed a red flare and pus like fluid was found on a suture in the middle. One suture was removed from the patient's body. Vegamox and rinderon were routinely prescribed. The surgeon opines the reaction could be an allergy. The patient is completely recovered. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined. The package was in good condition as returned. All seals were full and complete with no channels or spotty seals. There were no tears in the tyvek or the copolymer. Conclusion: pieces of used suture were returned and microscopically examined. They had cut ends and exhibited manipulation memory from use in surgery. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent cataract surgery on an unknown date and suture was used. One week to ten days after the surgery, the patient experienced a sticky material attached around the suture and the cornea became thin due to inflammation. The patient was given steroid medication, but the symptoms were not relieved. After the sutures were removed from the patient, and the steroid was administered, the inflammation became quiescent.

Manufacturer narrative:
(B)(4) - it was reported that the iniital cataract procedure was performed on (B)(6) 2011 and the product was used on the sclerocornea. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: bce704, acp265.